Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator's etco2 function was not working properly. There was no reported pt involvement.

Manufacturer narrative:
(B)(4).